Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to MFR#: 2938836-2016-18633. During follow-up, non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing was noted. Reprogramming changes were recommended by technical support to resolve the issue. The patient is well.